Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed. Upon review, it was observed that the device had unexpectedly power cycled during patient treatment. After performing other unrelated repairs, device operation was observed through functional and performance testing. The customer's device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had unexpectedly power cycled while charging for a second shock during a patient event. The device rebooted by itself and restarted charging defibrillation energy. The second shock was subsequently delivered to the patient and the healthcare provider observed return of spontaneous circulation. Later, the patient began to regain consciousness. The device was reported to function properly during the remainder of the event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer provided additional patient information like age, gender and outcome. The patient was male and 77 years old. The patient associated with the reported event expired. The paramedic does not believe the delay in shock due to the device power off had an impact on the patient's outcome. Section a2, a3 and b5 have been updated.

Event description:
The customer contacted physio-control to report that their device had unexpectedly power cycled while charging for a second shock during a patient event. The device rebooted by itself and restarted charging defibrillation energy. The second shock was subsequently delivered to the patient and the healthcare provider observed return of spontaneous circulation. Later, the patient began to regain consciousness. The device was reported to function properly during the remainder of the event. There were no reports of adverse effects to the patient as a result of the reported issue. The patient associated with the reported event expired. The customer has confirmed that the device use did not contribute to the patient outcome.